Event description:
This patient is a contact lens wearer. She used amo complete moisture plus solution. In 2007, she was diagnosed with a corneal abrasion. She was treated with antibiotic and seen multiple times with the corneal infection getting worse. Ten days later, she was diagnosed with acanthamoeba at the eye department. Her current vision is hand movement, and we are still struggling to clear this up. Event abated after use: no.